Event description:
Boston scientific received information that this right atrial (ra) lead dislodged during an av node ablation procedure. The patient had an atrial lead implanted despite having chronic atrial fibrillation (af) in case the af spontaneously converted to sr. The atrial lead has been programmed off due to the af. The clinicians are aware of the atrial lead dislodgment, and the physician indicated that he would not extract this lead at this time and that it is hanging freely in the right atrium. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.